Event description:
As reported by the patient¿s attorney, two xenform® soft tissue repair matrices (MFR report #3005099803-2015-01945 and MFR report #3005099803-2015-01946) were implanted into the patient on (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; both physicians implanted the xenform® soft tissue repair matrices: (B)(6).